Event description:
Customer called because the plastic bristles kept falling off on the eq tbp flseff rf 3ct. The purple plastic pieces are coming off as she using them and she claims to have swallowed one of them on 6/11. The bristles were coming out of all 3 of the brush heads. She decided to call after it happened with the third one. She used the last one about 2 weeks. Reviewed trend for the given product and noted no other complaints in the last 12 months for tpe coming out on brush head.